Event description:
Healthcare professional (hcp) reported a patient was injected in each cheek with 0.5 juvéderm voluma® xc, in their upper lip with 1 syringe of juvéderm volbella® xc and on their crows feet and bunny lines with botox . The same day when the patient opened their eyes, they stated they saw a purple jagged line under each eye. The patient was treated with hyaluronidase and nitro paste. Hcp stated "if you look at the patient there are no signs of adverse events other than the color, they are seeing but when we took the patient to a different room the color, they saw changed to the color of the room they were in.¿ the patient was sent to a retina specialist but have not been contacted with examination results. Event status is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00850 (allergan complaint #(B)(4)). This MDR is being submitted for the first suspect product, juvéderm voluma® xc.

Manufacturer narrative:
Suspect product: lot number 963/3. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional (hcp) reported a patient was injected in each cheek with 0.5 juvéderm voluma® xc, in their upper lip with 1 syringe of juvéderm volbella® xc and on their crows feet and bunny lines with botox . The same day when the patient opened their eyes, they stated they saw a purple jagged line under each eye. The patient was treated with hyaluronidase and nitro paste. Hcp stated "if you look at the patient there are no signs of adverse events other than the color, they are seeing but when we took the patient to a different room the color, they saw changed to the color of the room they were in.¿ the patient was sent to a retina specialist but have not been contacted with examination results. Event status is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00850 (allergan complaint #(B)(4)). This MDR is being submitted for the first suspect product, juvéderm voluma® xc.